Event description:
The cylinders and reservoir were removed from the pt and replaced due to fluid loss-reservoir. Cylinders subcutaneous position distally (no tunica in reconstructed penis). Cx cylinders in gelsoft "windsock".